Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) contacted customer. Customer checked the machine and confirmed the issue was resolved. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure.the customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.